Event description:
Philips received a complaint on the intrepid indicating that the device has been disabled. There was reportedly no patient involvement. The rse provided remote support. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. Re-running the ops check resolved the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.